Manufacturer narrative:
Additional information was received indicating that a revision surgery was needed due to lateral progression of the patient's arthritis. Upon review of this information, it is now considered that the bone cement within this complaint does not impact the reported event of lateral progression of arthritis. Hence this report will be voided.

Event description:
Additional information was received indicating that a revision surgery was needed due to lateral progression of the patient's arthritis. Upon review of this information, it is now considered that the bone cement within this complaint does not impact the reported event of lateral progression of arthritis. Hence this report will be voided.

Event description:
It was reported that the patient underwent revision surgery of partial knee due to unknown reason approximately five (5) years post implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #159582 item name #oxf anat brg rt lg size 3 PMA lot #385560, item #161470 item name #oxf twin-peg cmntd fem lg PMA lot #016890, item #154725 item name #oxf uni tib tray sz d rm PMA lot #999960. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.